Event description:
My daughter uses dexcom's g6 cgm, and routinely for the past year of using the g6, the cgm is off by more than 50 points which can make for very dangerous situations. The sensor will fail routinely between 1-5 days, earlier than the 10 day intended use. We had no issues with the dexcom g5. FDA safety report ID # (B)(4).